Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was inspected and tested. Upon turning on, the unit showed an error code 200 ref 79 due to faulty pkrf board. The identified part needs to be replaced. Using olympus test reference pkrf board, the unit was tested and passed the functional tests. The current software is v3.03. The housing has multiple minor scratches. Review of fault log showed 200 ref 79, five times. This error indicated pk-rf thermistor temperature/ resistance out of range. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
During a demo asset return inspection , the device upon turning on showed an error code 200 ref 79 due to faulty pkrf board. There is no patient involvement associated on this reported event. No user injury reported.